Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter technical services (bts), the following was reported. On an unreported date, the patient experienced peritonitis and was hospitalized. The cause of peritonitis was not reported. It was not reported whether a peritoneal effluent culture was performed. The patient was treated with unknown antibiotics.

Manufacturer narrative:
(B)(6) . On (B)(6) 2012 follow-up information was received by gpv from a nurse, who medically confirmed this case. On an unreported date, the patient began treatment with dianeal pd2 ambuflex nightly therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient had some sort of contamination (specifics unknown) which resulted in peritonitis on (B)(6) 2012 manifested by cloudy fluid and abdominal pain. On (B)(6) 2012, the patient began treatment with cefazolin and ceftazidime for peritonitis. On (B)(6) 2012, the patient re-started the treatment for peritonitis with ceftazidime and gentamicin. Treatment for some sort of contamination was not reported. On (B)(6) 2012, the patient recovered from the peritonitis. The outcome for the event of some sort of contamination was not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of some sort of contamination.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd892158 and gd892224 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.